Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter:occurred during a laparoscopic procedure. The stapler was unable to fire and the central staple line was incomplete. The surgeon fired the stapler about half way and the stapler locked and wouldn't advance further. No information was given about how the case was completed. There was no reported patient injury.